Manufacturer narrative:
Alleged failure: during a surgery on a shoulder, after 40 minutes of normal use, the probe started to work by itself, without the surgeon had activated it. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the functional inspection, the probe operated normally upon receipt the alleged claim of continuous activation unable to duplicate during testing. The probable root cause/s could be a shorted or defective probe output, defective pcb, nonconforming handpiece cable, probe button stuck. A footswitch also can be used to activate the rf probe, therefore, a bad/stuck footswitch pedals can also be considered a possible root cause. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that during a surgery procedure, the probe turned on without the surgeon activating the product. Although there was patient involvement, there was no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a surgery procedure, the probe turned on without the surgeon activating the product. Although there was patient involvement, there was no adverse consequences.